Event description:
The account stated that a pt fell and injured their head and the pt positioning monitor alarm could not be heard. The nurse was first alerted by the nurse call system and she rushed to the room a.s.a.p. The nurse found the pt out of bed, and noticed the pt positioning monitor (ppm) alarm was as loud as it normally sounds. The nurse reported the event to supervisor. The pt was x-rayed which came back negative.

Manufacturer narrative:
The tech tested the ppm alarm and noted it was not as loud as other beds. The bed did send a nurse call to the nurse¿s station. The accounts biomed company is reviewing the bed to see if they will replace the piezo to make the alarm louder. Repairs have not been completed.